Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: all light-emitting diode on the front panel are always on, image is not displayed on the monitor, defective main board, failure of the scope socket unit, and dust inside the unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective main board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center was not working along with the front panel. The issue occurred during inspection for use. There were no reports of patient harm.